Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: non-healthcare professional ¿ attorney. (B)(4).

Event description:
Litigation alleges that the acetabular cup eventually detached, disconnected, created metallic debris, and/or loosened from patient's acetabulum, caused severe pain, and inhibited patient's ability to walk. Update ppf alleges pseudotumor, metallosis, and elevated metal ions. After review of medical record, there were no revision notes provided or reported. Laboratory result for chromium was 118.9 mcg/l. Doi: (B)(6) 2007 - dor: (B)(6) 2012; (right hip).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination. Based on the inability to find any additional related reports against the provided product code/lot code combination it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. Medical records reviewed 1/11/2019 - from a medical perspective, based on the information available, it is not possible to determine if the complaint is product related. See attached report. Investigational inputs were requested as indicated per internal procedures for this failure mode, medical records were provided to depuy. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No evidence was found indicating product error was a contributing factor. The need for corrective action was not indicated. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Unf and medical records received. After review of medical records, patient was revised to address right metal on metal total hip arthroplasty with elevated metal ions. Patient alleges worsening right hip and groin pain. Patient had increased metal ions, as well as cross-table lateral of the pelvis showing increased anteversion potentially leading to edge loading. Revision notes stated of metallosis around the surrounding soft tissues even prior to entering in the capsule. A needle and syringe were used to aspirate clear yellow right hip fluid. The capsule was completely peeled back and there was noted to be a significant amount of greenish black soft tissue debris consistent with metallosis. The femoral head was disimpacted using a tamp and mallet. The taper was examined and there was a slight amount of grayish material consistent with a small amount of taper corrosion, but overall the taper looked fine. There was some scuff marks on the posterior lateral aspect of the of neck of the prosthesis possibly due to impingement on the posterior aspect of the acetabular component. There was a significant amount of metallosis anteriorly in the anterior column of the acetabulum and was essentially destroyed in area with a significant amount of metallosis.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4). Additional information was previously reported under MFR# 11818910-2020-05633 due to report duplication. MFR# will be kept for investigation purposes. H6 patient code: no code available (3191) used to capture the blood heavy metal increased and surgical intervention. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.